Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in g2 (is report source company rep). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. Based on the conflicting clinical details provided, the cause of the failure to advance and finding of a cannula kink on returned product could not be determined. Based on investigation of returned product, it was determined that there were no defects found in relation to the report of a catheter kink. A cannula kink was confirmed, however. Since data logs were not available for investigation and returned product investigation was inconclusive, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 63-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai stage e, with a history of coronary artery disease (cad), diabetes mellitus (dm), and renal insufficiency. During placement, the impella 5.5 could not be advanced despite multiple troubleshooting attempts. The vessel diameter measured 7.0 mm, which was deemed adequate by the physician for impella 5.5 insertion. Advancement was attempted over a 0.018¿ abiomed wire, but there was catheter kink, preventing successful placement. Upon removal of the device, a ¿placement signal not reliable¿ alarm was noted. Given these findings, the physician elected to replace the pump with a new impella 5.5. The patient remains on impella 5.5 support and has since been transferred to a different hospital. The reported events include failure to advance, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Coding updated per investigator's request to remove "no signs, symptoms, or patient involvement" and add "placement signal issue, "pd-catheter-(twist, bent, kinked)", and "hemodynamic instability." E4 was inadvertently omitted on the initial manufacturer device report.